Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was discharging unusually fast. The database analysis result revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements confirmed high values on port b (8 contacts). The ipg appears to be working as expected. The patient underwent an ipg replacement procedure.